Manufacturer narrative:
An ocd field engineer visited the site and checked the camera adjustments, visor and diffuser plate. The fe indicated that the instrument was performing as expected. No repairs were needed to return the instrument to expected operation. No definitive root cause was determined.

Event description:
The customer reported that they observed a false negative test interpretation on the ortho provue analyzer with a dat positive cord blood sample during validation testing. Testing was repeated in manual gel method and a positive reactivity was obtained. If this type of malfunction were to reoccur during blood typing, a patient could be transfused with the wrong blood type. There was no type of patient harm as a result of this event.